Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that intermittently a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, the customer did not perform the proper air removal techniques. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Customer administered a correction bolus of insulin to address high bg. Reportedly, customer continued to use the pump for insulin therapy.